Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states that the gauze was fraying/falling apart. The fraying/falling apart was noted after the package was opened but before it was used on a patient. This was to be used for a lumbar spine case. The sponge was unfolded.

Manufacturer narrative:
There were 10 unused samples returned in open packaging for this complaint. After a visual inspection, the samples were found to be frayed and torn in multiple areas. The reported condition is confirmed. The returned product did not meet quality release specifications. Based on the description provided by the customer (sponge was unfolded), a potential root cause could be the improper use of the product by the customer. The product is designed for use in the folded 4 x 4, 16 ply configuration. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators inspect for loose threads during production. The lot met all defined acceptance requirements and was released. A corrective/preventative action (CAPA) was submitted and rejected due to a low occurrence rate of the reported condition therefore a formal investigation action is not being taken to address this condition at this time. A quality notice was posted for the quality team to heighted awareness of the issue. If information is provided in the future, a supplemental report will be issued.